Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Blood glucose level was 64 mg/dl. Reportedly, the customer charged the pump successfully with an alternate cable.